Manufacturer narrative:
Concomitant medical products: catheter: model 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013. (B)(4). "Large volume of clear fluid that poured out."

Event description:
There was catheter twist/coil, the surgeon "tried" to uncoil it and it broke. A portion of the catheter was removed, capped/abandoned/partially removed, aspirated and replaced. It was not clear how much catheter was left in the patient. The removed portion was discarded by the customer. It was also noted that when the pocket was opened up there was a "large volume of clear fluid that poured out," "estimated to be about 100ml." The source of the fluid was not noted. The dose was "cut in half," and reprogramming was done. Patient status at the time of this report was alive, no injury, no adverse event. It was also noted that there were no patient symptoms/injuries related to the event. The device system was used to infuse dilaudid.

Manufacturer narrative:
(B)(4).